Event description:
During the use of the suction coagulator the handle began to turn black and smoke emitted from the handle. The device was replaced and there were no further problems with the replacement. The damaged device was returned to valleylab for evaluation.